Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in the united kingdom, during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve via the transfemoral approach, the anatomy was aligned in a straight segment and pre-dilated using a non-edwards balloon. Valve deployment was initiated, and near the end of inflation the balloon burst, with blood observed in the syringe. The delivery system was withdrawn to the descending aorta, and both the valve position and patient condition were confirmed to be stable. During attempted withdrawal of the delivery system into the esheath+, resistance was encountered at the point of balloon entry into the sheath. The balloon tracked along the split, and inward bending of the distal tip and radiopaque marker of the sheath was observed. The delivery system and esheath+ were subsequently removed as a single unit. A non-edwards sheath was then inserted, and the valve was post dilated using a non-edwards balloon with an excellent result. After removal a radial tear in the balloon was observed. The esheath+ was noted to have liner delamination at the distal end, and the radiopaque marker was torn away and later separated on the back table by the medical team. No injury or procedural complication occurred, and the patient remained in stable condition. The reporter identified heavy sinotubular junction (stj) calcification as the perceived contributing factor to the event. Per imagery review, the balloon burst was confirmed. Circumferential delamination of the esheath+ liner was observed. The c marker band appeared to remain attached to the liner and was consistent with being pulled or removed by user manipulation. No distal tip damage was observed on the provided imagery.